Manufacturer narrative:
The field service engineer (fse) was dispatched to the site and replaced the vacuum pump to resolve the odor/smells issue. The unit was restored to proper function. (B)(4). Asp investigation summary: the investigation included a review of the device history record (DHR), failure mode and effects analysis (fmea), and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. The fmea revealed the risk priority number (rpn) is at an acceptable level. The sra shows the risk for exposure to odor/smells to be "low." No parts were returned for functional analysis. The issue was resolved at the customer facility. Asp will continue to track and trend this issue.

Manufacturer narrative:
(B)(4).

Event description:
A customer reported an event of a "smell" (odor) emitting from the sterrad 100s sterilizer. One healthcare worker (hcw) experienced reactions of arm and throat irritation. The hcw did not seek or receive any medical attention/treatment and is reported to be "ok". A field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.